Event description:
The peritoneal dialysis (pd) patient reported experiencing pain on the abdominal area during drain 3 on the liberty cycler on (B)(6) 2011. The patient stated he had pain during his fill and drain phases. The patient discontinued pd treatment. During a follow-up call, he patient stated that the device was not working correctly and the device kept restarting. The patient stated he felt bloated and had abdominal pressure/pain. The patient vomited and went to the hospital. The patient was manually drained at the hospital and there was a significant amount of fibrin noted. The patient was admitted to the hospital for peritonitis on (B)(6) 2011 and discharged on (B)(6) 2011. The patient was administered intraperitoneal (ip) antibiotics and was completing treatment manually.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associated medical director, peritonitis in a patient undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related infection. Medical records and treatment sheets were not available for review. The patient has continued treatment manually. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection was performed and the device was in good condition. The system air leak test, valve actuation test, and the patient sensor calibration check all passed. A simulated treatment was completed without any alarms or noted problems. The device was determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. This is a retrospective MDR being submitted by fresenius medical care asa remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.